Event description:
On (B)(6) 2024, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024, the patient experienced discharges and intense redness at the peg stoma. The stoma site was cleaned with saline, there was good mobilization of the peg tube. The gastroenterologist ordered treatment with augmentin antibiotics.

Manufacturer narrative:
Catalog number: 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.